Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior of the catheter and membrane. The returned sheath was over the catheter but it was not a maquet product. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approximately 1.0cm from the rear seal measuring 0.08cm in length. The reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. The evaluation confirmed the reported problem. An abrasion leak is a known inherent risk and common failure mode caused by calcified plaque in the aorta. (B)(4).

Event description:
It was reported that on (B)(6) 2017 at 0150 the intra aortic balloon pump (iabp) alarmed with message ¿air loss.¿ the surgeon was notified and replaced the intra aortic balloon (iab). After iab replacement the therapy continued. The facility reported that the iab was submerged in water and a small hole was noted. The patient expired on (B)(6) 2017, but the facility is not attributing the death to the device.